Manufacturer narrative:
Device has not been returned for evaluation yet. A supplemental report will be issued if additional information is obtained.

Event description:
It was initially reported that unit was on a patient, the gui display screen went dark for 15-20 seconds, then the gui started working normally, and continued ventilating the patient. The user did not report patient death or serious injury.

Manufacturer narrative:
Evaluation complete. See attached evaluation summary report.